Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument, when tested on (B)(6) 2014.

Manufacturer narrative:
Immucor technical support was unable to establish a remote electronic connection to the customer's instrument at the site to assess the test well images. Additionally, no patient blood sample or customer site testing product was returned to the immucor laboratory for investigation. Unable to connect to instrument.